Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the likely cause of the vertical line on the image was traced to component failure. A root cause could not be identified. Based on the results of the investigation, the cause of the white residue inside the air/water cylinder and air/water channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had a vertical line on the image. Additionally, there was white residue inside the air/water cylinder and air/water channel. There was no patient involvement.